Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the reportmedtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported an insulin flow blocked alarm. The event involved product(s) mmt-1780kl. Troubleshooting was partially performed. Battery cap contacts and battery compartment and/or springs were not damaged. The display did not return after pump restart. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1780kl was requested and customer response was the device will be returned.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery depletion recall number. P-cap locked in place properly during testing. Proceeded by using a new battery cap and a new battery. Unit powered up properly after battery installation. Unit was downloaded successfully using thump software for reference. Unit was also successfully uploaded to carelink. Proceeded with the following testing to assure proper functionality of the unit. Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test. No unexpected delivery alarms or anomalies were noted during testing. The adapt tool was utilized to search for alarms that may have occurred in the past or during a complaint call that might have triggered the reason complaint. No relevant alarms were recorded in adapt to confirm any delivery anomalies or unexpected alarms. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer¿s call date. The baat tool recorded the following: customer did not experience an unexpected power loss of less than 7 days due to no record of a low battery alert fault 104 in pump history records. The power management tool indicated the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) abnormal behavior during download history review as shown in the power management graph. Proceed by cutting the unit open and perform a visual inspection on electronic assemblies and connectors. All connectors were plugged in properly and no moisture damage noted on electronic assemblies during visual inspection. Corrupted history files led to abnormal behavior shown in power graph, as unit tested active and sleep currents successfully in addition to no unexpected power loss noted in baat per pump history records. Unit was also received with scratched case and pillowing keypad overlay. In conclusion, customer allegations with blank display were not confirmed when unit powered on successfully. Additionally, customer allegations with insulin flow blocked alarms were not confirmed when no unexpected alarms were noted during testing or in download history review. Unable to confirm customer allegations of high bgs. Unit tested successfully and functioning properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.